Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital.

Event description:
The "rapid gas loss" alarm sounded from the pump. No blood was noted. On 8/29/97, datascope was notified that the iab was probably discarded and would not be returned for evaluation. Event complications: unk - rpt'd 3/25/97. Pt current status: unk - rpt'd 3/25/97.